Manufacturer narrative:
The information in this report was provided by stryker orthopaedics legal affairs department. No additional information is available at this time due to the ongoing litigation. Should additional information become available, the evaluation summary will be submitted in a supplemental report.

Event description:
It was reported through the filing of a lawsuit that the plaintiff underwent a right total hip arthroplasty on (B)(6) 2009 where she was implanted with a stryker accolade hip and lfit v40 femoral head. It is further alleged that plaintiff began experiencing discomfort in the area of the implant and "was forced to have her right hip device surgically removed and replaced with new components" on (B)(6) 2015.